Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494- off-label use- indication for use was added to capture use of one proglide suture to close a puncture exceeding 8f. Literature attachment: article title - "stent graft implantation from distal radial access¿a novel way to treat femoral access site complication during transcatheter aortic valve replacement: a case report".

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. The suture of one proglide device was successfully pre-placed. Reportedly, closure with the one proglide device and an 8f angioseal device was unsuccessful, and severe bleeding was observed through the puncture site. Despite manual compression and balloon angioplasty the bleeding did not stop. A stent graft was implanted to achieve hemostasis. The patient was transported to the coronary intensive care unit without any further complication. There was no need for blood transfusion, and no conduction disturbances occurred. After 5 days of observation, the patient was discharged from the hospital. Details are listed in the attached article, titled "stent graft implantation from distal radial access¿a novel way to treat femoral access site complication during transcatheter aortic valve replacement: a case report". The following information was received: calcification was noted at the access site. It was intended to pre-place the suture of only one proglide device and achieve hemostasis with the one proglide suture along with an angioseal device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of hemorrhage is listed in the perclose proglide instructions for use (IFU), as potential adverse events of use of the device. Reportedly, only 1 proglide smc device was used in an access site used with a sheath over 8f. It should be noted the proglide IFU states: ¿for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required.¿ in this case, the use of an angioseal as the second device was intentional and it is unknown if the reported violation of the IFU caused the reported difficulties. The IFU also states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The cause of the difficulties and the subsequent treatments are related to the circumstances of the procedure. In this case, it is likely the calcification contributed to a poor capture of the vessel. There is no indication of a product quality issue with respect to manufacture, design or labeling.